Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "patient with reaction to ground pad." Per customer contact, "patient began to have symptoms the day following the procedure" and "the affected area is the size and shape of the grounding pad." The customer stated, "the area is dark red, looks like a burn would look including blisters." The customer contact reported, "the patient was seen by physician and diagnosed with allergic reaction" and "prescriptions given." As reported by the customer contact, the patient has a history of "latex and penicillin allergy" prior the reported incident. The customer contact noted, "area of reaction still present" but "customer is starting to feel better" following the reported incident. No serious injuries were reported by customer contact. No additional information is available at this time regarding the customer reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on (B)(6) 2026, "patient with reaction to ground pad."